Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that the c port of the bd extension has a broken luer. Bd determined that the cause of the failure was not related to manufacturing but more likely occurred during use of the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that the aforementioned article from pediatric oncology. After normal professional connection, it could no longer be disconnected from other lines ¿ resulting in a closed screw cap. Lot 5090011 is affected. We are checking the stock. I have one specimen of approximately 3 affected units here for complaint review with you. The users have been informed to keep all further units. When did the incident occur? After use extension can no longer be disconnected after completion of therapy.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.